Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported the unit did not turn on. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 18nov2020. B4: 19nov2020. D4: UDI#: (B)(4). The service engineer confirmed a quotation was submitted to the customer over a month ago. Therefore, the device was returned unrepaired. No product has been returned for investigation nor were diagnostic codes/error codes provided to confirm the alleged event. No root cause can be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.